Event description:
It was reported by the customer that a pyxis anesthesia system drawer 5 failed. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer removed object blocking sensor. Logged into hardware test application and tested the drawer. The system functioned as intended as the field service engineer troubleshooted the device.